Event description:
A therapeutic radiofrequency ablation (rfa) of a right kidney tumor was performed on a female pt, who had suffered a stroke in 06. The tumor was diagnosed as 3.5 x 4 cm's. In size during an ultrasound examination. The tumor was also found to be cortical, and that it partially extended to the hilius. The rfa procedure was performed percutaneously on the pt's tumor. The total ablation time was 25 minutes; the highest power attained was 180w. Roll-off was not achieved. Three days following the procedure, a contrast ultrasound was performed, which indicated that the procedure was partially successful, as there was no circulation seen in the middle of the tumor. During the rfa procedure the grounding pads were placed on the pt's bilateral thighs. The warming effect occurred in both thighs, but more seriously in the right thigh. The pt's right thigh sustained two second dergee burns, one of which was 5 cm's in size, with skin detachment, the other was a 3 cm burn, which was found to have blistered 2 days after the procedure. The burns were treated with flamazine cream. On the left thigh only redness was noted. The pt condition is reported to be fine and was released from the complainant facility on 5/19/06.